Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient had issues with batteries switching while they were not completely drained. The patient also reported toggling between batteries. This event occurred on both power ports with the same two batteries. No further information was provided

Manufacturer narrative:
Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event of "power switching" and "toggling between batteries". The reported event was confirmed via review of the controller log files, which revealed premature switching events with (B)(4). However, analysis of the devices revealed that the devices met specifications. The devices passed visual examination and functional testing. The reported event could not be duplicated at bench level. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an investigation to address communication anomalies between batteries and controllers. (B)(4) - battery / catalog number 1650 / expiration date 12/01/2016; (B)(4). Device evaluated by MFR: yes; device MFR date: 12/04/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.